Event description:
An intra-aortic balloon pump ceased operating following approximately one hour of counterpulsation. The pump was switched on and off manually. This continued until the patient was successfully weaned from the pump. The patient's condition is good. The bio-med department at the user facility evaluated the balloon pump. The connector on the power supply was loose. The connector was resoldered and the pump functioned as intended. The service manual outlines the procedure for routine maintenance of the pump. These routine maintenance checks would discover any problems with the pump prior to use. Co believes the appropriate maintenance of this device could have prevented this event and does not attribute it to the device.